Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/30/2015 and confirmed the customer's reported issue. The fse replaced the red blood cell (rbc) sweep flow check valve cv350, resolving the reported issue. (B)(4).

Event description:
The customer reported failing daily checks on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.